Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2015, the patient contacted lifescan (lfs) spain alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that the alleged inaccuracy began on the the (B)(6) 2015. On ¿(B)(6) 2015, 23:29¿ the patient reported obtaining an inaccurate high blood glucose result of ¿194mg/dl¿ on the subject meter compared to ¿180mg/dl¿ on a laboratory meter; the results were obtained less than 10 minutes apart. The patient denied taking any medications to manage her diabetes and continued with her usual diabetes management regimen routine as a result of the product issue. On ¿(B)(6) 2015 about 23:15¿ she reportedly developed the symptoms ¿dizzy and headache¿ at 23:35 she detailed that she self-treated by drinking some juice. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. However, the patient did not have control solution to carry out a test. Replacement product was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.